Event description:
The power chair allegedly is not holding a charge and the charger allegedly gets very hot and will not work. Not injury alleged.

Manufacturer narrative:
RMA #: 859582236 has been initiated for this issue. Model m41 serial number/date code is unknown is approximately of an unknown age. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.